Manufacturer narrative:
Device component code relates to problem code for the reported event of stent placement/ positioning problem. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a wallflex duodenal stent was implanted to treat a 4 cm stricture in the duodenum due to gastric cancer during an oesophagogastroduodenoscopy (ogd) with stent placement procedure performed on (B)(6) 2018. According to the complainant, during procedure, the stent was able to be deployed inside the patient. Thereafter, an x-ray was performed and noticed the stent moved out of position. Reportedly, the physician was comfortable leaving the stent implanted and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.